Event description:
Additional information received reported that the pipeline was not placed in a vessel bend when it failed to open. To try to open the device the doctor had re-retracted and deployed 2 times, pulled back as a while, and waited 5 minutes after deployment more than 15mm, but the distal end could not be opened.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the pipeline flex device and phenom 27 catheter were returned for analysis within a shipping box; within primary and secondary plastic bio-pouches; and within dispenser coils. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex braid were found fully opened and slightly frayed. No bend was observed on the pushwire. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. However, the tip coil appeared to be damaged and stretched. The phenom 27 total and usable lengths were measured to be within specification. Upon visual inspection, no damages or irregularities were found with the phenom 27 catheter hub. The catheter body was found to be kinked at ~37.2cm from proximal end. No damages or irregularities were found with the phenom 27 catheter distal marker/tip. No other anomalies were observed. ¿ conclusion: based on the returned device, the pipeline flex could not be confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex braid were found fully opened and slightly frayed. However, the cause for damage could not be determined. It is possible that the severe vessel tortuosity may have contributed to the failure to open issue. There was no non-conformance to specification identified that led to the failure to open issue. H6. Coding updated based on analysis results. Report pertains to previously submitted reports with rr #: 2029214-2021-01562. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the pipeline was delivered in place and deployed, the pipeline failed to open at the distal end. The shape was abnormal. After removal, the distal end of the pipeline was confirmed to be damaged. The patient was being treated for an unruptured saccular aneurysm with a max diameter of 5mm and a neck diameter of 6 mm. The distal landing zone was 3.3mm and the proximal landing zone was 5.0mm. The access vessel was the femoral artery with a diameter of 6mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. The pru level was 100 75. It was indicated the devices were prepared according to the instructions for use. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.